Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Engineering inflated the balloon and noticed leakage near the balloon inflation port. This confirmed the complainant's experience that the balloon deflated and could not hold air. Upon closer inspection, engineering observed cracks on the cannula. The likely root cause of the balloon leakage is cannula damage caused by the robotic mount. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products based on the description of balloon leakage during initial intake of the complaint, the event was not reportable as it was unlikely to cause or contribute to death or serious injury. After engineering performed their evaluation, the event is now reportable due to the cannula cracks. This document represents our initial and final report.

Event description:
Procedure performed unknown - " this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: the balloon deflated and could not retain air right after an insertion into the patient using davinci. Initial investigation report by (B)(4). The event unit was returned to (B)(4) and visually inspected. No visible damage was found with the balloon and air was left inside the balloon. The unit will be returned to amr for further evaluation. (B)(4)." Additional information received via email from distributor on june 28, 2016: "the system used during a treatment : da vinci s system". Patient status: no patient injury.